Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 14 july 2025, senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: on (B)(6) 2025, 10:04 am, cst sg 193, bg 267 after dms review, we confirmed the following information at the time of the event: 13-jul-2025, 10:04 am, cst sg 193, bg 267. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg value never went above the alert level. The user didn't seek for medical treatment. User resolved the event by drinking water and doing exercise. The user's hcp isn't aware of the event, user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported experiencing a high glucose event. The following example was provided: (B)(6) 2025, at 10:04 am - sg: 193 mg/dl, bg: 267 mg/dl. A review of data management system (dms) data confirmed that at 11:01 am on (B)(6) 2025, the user's sg was 193 mg/dl and bg was 267 mg/dl. A review of the alert history indicated that no high glucose alert was generated at the reported time, as the sg value remained below the high glucose alert threshold of 250 mg/dl. The user did not seek medical attention and reported resolving the event by drinking water and exercising. The user's healthcare provider (hcp) was not aware of the event. The user was advised to follow up with the hcp for further medical guidance.in an associated complaint regarding sensor accuracy, which included the reported low glucose event, review of in-vivo data indicated optical instability during the reported timeframe. The system was in the stabilization phase following insertion on july 11, 2025. This instability likely contributed to the observed sg/bg mismatch. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. B4. Date of this report 12 oct 2025. G3. Date received by the manufacturer? 12 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 22.